Event description:
It was reported that removal difficulty and stent dislodgement occurred. The patient presented for percutaneous coronary intervention not in good condition. The 90% stenosed, target lesion was located in the severely tortuous and severely calcified circumflex artery. A 3.00 x 20 mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion. Upon removing the device, there was resistance and the stent was dislodged from the sds/catheter by the calcified proximal circumflex lesion. The physician used a snare to remove the detached portion and the procedure was postponed. The patient was moved to another hospital and the physician stated that the patient condition will be good.

Event description:
It was reported that removal difficulty and stent dislodgement occurred. The patient presented for percutaneous coronary intervention not in good condition. The 90% stenosed, target lesion was located in the severely tortuous and severely calcified circumflex artery. A 3.00 x 20 mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion. Upon removing the device, there was resistance and the stent was dislodged from the sds/catheter by the calcified proximal circumflex lesion. The physician used a snare to remove the detached portion and the procedure was postponed. The patient was moved to another hospital and the physician stated that the patient condition will be good.

Manufacturer narrative:
The synergy xd 3.00/20mm stent delivery system; catheter was returned for analysis. A visual examination of the device found no stent attached. The balloon cones were reviewed. The balloon was without signs of inflation on it with crimp stent markings still visible. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.